Event description:
Description of event according to initial reporter: a 81 year old female patient underwent 1 debranch tevar. The ascending aorta had been replaced, and the brachiocephalic artery with reconstruction of the left common carotid artery. The aorta's tortuosity was not strong. Since the access blood vessel diameter was about 6.0mm, the tip would interfere with the aortic valve, but considering the access blood vessel diameter, the user decided to treat with zenith alpha, which has a thin delivery system. Although the access vessel diameter was smaller than that of the delivery system, zenith's sheath was evaluated and it was used. Zta-p-32-201-w1 was inserted from the right femoral and the stent graft was placed in zone 2 as planned. But proximal type I endoleak ((B)(4)) was confirmed by confirmation angiography. Alpha extension has a proximal graft end that is not straight, so the rep consulted with a doctor and selected txd extension esbe-34-77-t-pf-d to treat the endoleak. The user inserted the esbe-34-77-t-pf-d to place the extension in the same proximal level of the zta-p-32-201-w1, but the delivery system tip would not pass ((B)(4)) the tortuous part of the aorta arch. He removed the delivery system and found that the time of delivery, the distal end of the placed stent graft(zta-p-32-201-w1) migrated proximally ((B)(4)) a little (less than 1cm) as it was pulled into an aneurysm, but distal type I endoleak was not confirmed in the contrast image, and only proximal type I endoleak remained ((B)(4)). To treat proximal type I endoleak, the user selected zta-p-34-161-w1 which has a curved shape in the delivery system to pass the tortuous part in the aorta arch and inserted the delivery system. He felt resistance but it could pass the tortuous part in the aorta arch and the stent graft was placed at the target site. However the distal end of the placed stent graft (zta-p-32-201-w1) migrated proximally ((B)(4)) approx 1cm again. He confirmed proximal type I endoleak was gone, but found distal type I endoleak at the migrated distal end of zta-p-32-201-w1 ((B)(4)). He considered the cost of the devices since 3 stent grafts were already opened, he decided to use esbe-34-77-t-pf-d that was failed to pass the tortuous part of the aorta arch to treat the distal type I endoleak. He could advanced the delivery system with no problem and the extension was placed at the distal side of the zta-p-32-201-w1 with approx 40mm overlap. However type iiia endoleak ((B)(4)) from the 40 mm overlap part and distal type I endoleak ((B)(4)) from the end of esbe-34-77-t-pf-d were found. To treat those endoleak, he placed zta-p-34-209-w1. He confirmed that the endoleaks were solved and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: as per reported information an 81-year-old female patient underwent thoracic endovascular repair (tevar) with debranching. The ascending aorta had been replaced, and the brachiocephalic artery and left common carotid artery were also replaced with artificial vessels. Bypass of the left common carotid artery and the left subclavian artery was created. The aorta's tortuosity was not strong. A zta-p-32-201-w1 was placed inside the artificial vessel. After implanting the zta-p-32-201-w1, a proximal type 1 endoleak ((B)(4)) was attempted treated with an extension esbe-4-77-t-pf-d. However, it was not possible to advance the esbe- to the target site ((B)(4)) and a zta-p-34-161-w1 was used instead. Subsequently, a distal type I endoleak ((B)(4)) was observed at the distal end of the zta-p-32-201-w1. The user considered the cost of the 3 devices, and the esbe-34-77-t-pf-d was used again in an attempt to treat the distal type I endoleak. The esbe was placed at the distal end of the zta-p-32-201-w1 with approximately 40mm overlap. However, a type iiia endoleak ((B)(4)) from the overlap and a distal type I endoleak ((B)(4)) from the end of the esbe-34-77-t-pf-d were found. To treat the endoleaks, the customer placed a zta-p-34-209-w1. The endoleaks were confirmed resolved and the procedure completed. It is reported that the patient did not experience any adverse effects due to this occurrence. This complaint addresses the initial type 1a endoleak related to the zta-p-32-201-w1 (lot e4126382). As per additional information received, the 32mm diameter complaint device was placed inside the artificial vessel, the diameter of the vessel was reported to be 29 mm. However, stent graft infolding was suspected by the customer to be the cause of the endoleak. It was further provided that there was a constricted anastomotic part located 20mm distally from the proximal edge of zone 2, which could cause the infolding. At the constricted site, the short diameter was 22mm and long diameter: 27mm. There were reportedly no problems placing the device. No imaging or planning/sizing information was provided and detailed information regarding landing the zone is unknown. Subsequently an exact cause for the endoleak cannot be established. However, it was reported that the complaint zta-p-32-201-w1 was placed from zone 2 inside the artificial vessel. While the vessel diameter reportedly was 29mm, the anastomosis constriction 20 mm distally from the proximal edge of zone 2 was suspected to cause infolding of the device that led to the endoleak. In relation to this, it is noted that as per instructions for use (IFU), the zenith alpha thoracic endovascular graft is designed for proximal aortic necks of at least 20 mm in length. While the 32mm diameter graft would be adequately sized for a 29mm vessel, a vessel diameter of 22mm would exceed the upper limit of 25% graft diameter oversizing described in the IFU. Implanting a section of the stent graft inside an artificial vessel or in the area of anastomosis is usage not specified in the IFU. Based on the provided information it is assessed that the cause for the event is likely related to usage error, as the device was placed in a location that as per reported information could limit the expansion of the device and affect sealing. Stent graft dimensions are verified during manufacturing, and review of device history record did not provide evidence that the device was manufactured outside of specifications. Improper component placement and endoleak are listed as a potential adverse events in the IFU. The complaint is confirmed based on customer testimony. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.